Manufacturer narrative:
The actual date of event is unknown. No product will be returned. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had received unit with sticky note attached with "channel error" written on it ¿and the error code that pop up is 240.4150 and pressure sensor shows high voltage which was resolved with replacement of the wire harness for pressure sensor and logic board and replacement of the both patient and bottle side pressure sensors. There was no patient involvement.